Event description:
It was reported during in clinic follow up that the insertable cardiac monitor (icm) exhibited a failure to be interrogated. Bluetooth reset was attempted but unsuccessful. It was believed that the magnet from the patient's left ventricular assist device was disrupting the communication with the loop recorder. No patient consequences were reported.